Manufacturer narrative:
H10: the lot number for all malfunctions was not provided and a lot history review could not be performed. The devices were not returned for evaluation; therefore the investigation inconclusive for migration, difficult to remove, and perforation for all malfunctions. Based on the available information, a definitive root cause could not be determined. The devices are labeled for single use. Raman uberoi, charles ross tapping, nicholas chalmers and victoria allgar (2013). British society of interventional radiology (bsir) inferior vena cava (ivc) filter registry. Cardiovascular and interventional radiology, 36(6):1548-1561. Doi: (B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 20 malfunctions. The information reviewed indicated that model rf048f vena cava filter allegedly experienced migration, difficult to remove and patient-device incompatibility. This information was received from one source. All the 20 malfunctions involved a patient with no reported consequences. The patients age, weight, and gender were not provided.

Event description:
This report summarizes 20 malfunctions. The information reviewed indicated that model rf048f vena cava filter allegedly experienced migration(1), difficult to remove(19), patient-device incompatibility, and patient device interaction problem(10%). This information was received from one source. The patients age, weight, and gender were not provided.